Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the sigmoidectomy surgery, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was returned with no apparent damage. In addition, the package was returned along with the reload. Upon visual inspection, the package was noted to be without apparent damage. Also, the seal area was noted completed on the package. Additionally, photos were provided and they showed a blue reload inside an open packaging. No damage can be seen on the packaging. The event could not be confirmed as no damage was noted on the package. Device history review: a manufacturing record evaluation was performed for the finished device lot number 339c15, and no non-conformances were identified.